Event description:
It was reported that the balloon ruptured. The target lesion was located in a severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. There were no patient complications reported.